Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. The customer replaced the switch overlay and this resolved the issue.

Event description:
The customer reported that the unit was alarming with no display. There was no patient or user harm reported. The event date was not specified; estimate used.